Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm large needle driver instrument to perform failure analysis. The instrument was analyzed and found to have a damaged grip cable at distal end.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm large needle driver instrument had a frayed wire. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy.